Manufacturer narrative:
Other text: device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. The investigation found that the device was over infusing. The expulsor was determined to be the cause of the reported issue and was recalibrated.

Event description:
Information was received indicating that during use of a smiths medical cadd solis vip pump, only part of the treatment was administered. No patient consequences were reported. No adverse effects were reported.